Manufacturer narrative:
Updated sections a2 patient age, a3a patient sex and a5 patient weight. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during patient's scheduled laparoscopic cholecystectomy, the surgeon was using the laparoscopic l hook cautery when the tip broke off the instrument into the patient's abdomen. The tip was located and retrieved from the patient's abdomen intact. No negative impact in state of health reported.